Event description:
It was reported that a spectrum pump underinfused during norepinephrine treatment in the intensive care unit. The pump generated upstream occlusion alarms. The clinicians continued to titrate up but did not see any response with the patient's blood pressure. The volume in the bag was not changing so the spectrum pump was switched with another spectrum pump with the original tubing. The patient's blood pressure "shot up" with the new pump and they were able to titrate the norepinephrine down. The patient was discharged from hospital on the same day. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was tested for flow accuracy and was found to deliver within range and a false upstream occlusion alarm did not occur during the test. A review of the event history log revealed upstream occlusion messages. The history log cannot be used to determine if the alarms were true or false. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. There is currently an open field action (fa-2021-056) associated with reinforcing proper IV line setup to prevent partial or full occlusions, and detection of upstream occlusion for spectrum pumps, which can lead to under-infusions. If the user does not fully address an upstream occlusion before restarting the infusion, the pump's ability to detect an upstream occlusion may be reduced. Should additional relevant information become available, a supplemental report will be submitted.